Event description:
The patient¿s implantable neurostimulator (ins) believed to have a custom coating on it and needs to be replaced. The patient is allergic to titanium. It was unknown why the ins was being replaced. It was later reported that the device was working but stimulation felt weaker than past couple years. The doctor decided to submit for an ins replacement. It was thought that a silicone sleeve was placed over the patient¿s ins when it was implanted. It was confirmed that finalizing what materials will be used for a coating to put around a new ins was being done and then the case will be scheduled. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient was being authorized for a replacement of their ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v260569, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).